Manufacturer narrative:
(B)(4). The complaint device was manufactured in 2000. Fisher & paykel healthcare's regional office and service center in (B)(4) is currently working with the customer who has requested a site visit to evaluate the complaint device. We will provide a follow-up report upon completion of the device evaluation and our complaint investigation.

Event description:
A hospital in (B)(6) reported that the inlet port on an rd900afu neopuff infant resuscitator is broken. It was reported that the port broke after patient use. Accordingly, there were no patient consequences.